Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03261. It was reported the patient experienced warming at his scs ipg pocket site and subsequently has pain at the pocket site which limits him. A sjm representative advised the patient of charging guidelines. Follow-up is pending. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.